Event description:
Reporter stated that one incident of leakage was noted while patient was on a dialysis machine. As a result of the high pressure of flow from the dialysis machine, blood squirted out of the hole in the tube all over the leg of one of the nurses. There is no staff/patient injury. The patient and nurse were reported to be okay.